Event description:
It was reported that during ventilation of a patient, the ventilator displayed erroneous respiratory rate readings and that it was not correlating to the patient's actual respiratory rate. There was no patient harm. (B)(4).

Manufacturer narrative:
Troubleshooting on site was performed by hospital's biomed. According to received info the reported problem was not reproduced and no parts were replaced. The ventilator was put back in service w/no further problems reported. Our investigation consists of a device logs evaluation. The reported problem was confirmed in the received device logs, they showed that the alarm for high respiratory rate had been generated. The logs showed that pre-use checks tests were not performed prior to the ventilation periods start, which is a mandatory procedure according to the user's manual. However, a pre-use checks test was performed after the reported event and had passed without any errors/deviations. The logs did not contain any technical alarms indicating a ventilator malfunction. The cause for the reported failure could not be determined since the problem was not reproduced during troubleshooting.

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.